Event description:
The patient stated that on the day of the event, the patient had a doctor's appointment. Patient tested his blood sugar in the car, before walking in for the appointment. The result was 130 mg/dl. Fifteen minutes later, the result on the physician's meter was 56 mg/dl. The patient was given glucose in the physician's office. That same evening the patient tested their blood sugar before bed, at approximately 9:00 p.m. Their blood glucose result was 112 mg/dl. The patient did not have symptoms at the time of testing, nor did take any medications. The patient is on an insulin pump; their basal rate varies each hour and the bolus is based on his carbohydrate intake. The patient's family member woke up at midnight and found family member unconscious. They felt his shirt, it was soaking wet. They gave the patient a glucagon shot and when patient regained consciousness they gave them sugar. They tested patient blood and the result was 40 mg/dl no medical attention was required. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient did performed two control solution tests, which failed. Based on the information provided, there is evidence of a meter malfunction because of the failed control solution tests. There is, however, no evidence of the meter contributing to a serious injury. At the time of the doctor's office visit; the patient was already at the physician's. No symptoms were reported at that time. In the evening, there was a 2 and 1/2 hour time difference between the results; the patient's blood sugar could have dropped during the time. A replacement meter has been sent to the patient.

Event description:
The patient called lifescan and alleged that their meter was reading inaccurately high. Medical affairs spoke to the patient's spouse and obtained/verified the following information: the patient stated that on the day of the event, the patient had a doctor's appointment. Patient tested their blood sugar in the car, before walking in for the appointment. The result was 130 mg/dl. Fifteen minutes later, the result on the physician's meter was 56 mg/dl. The patient was given glucose in the physician's office. That same evening the patient tested their blood sugar befor bed, at approximately 9:00 p.m. Their blood glucose result was 112 mg/dl. The patient did not have symptoms at the time of testing, nor did take any medications. The patient is on an insulin pump; their basal rate varies each hour and the bolus is based on their carbohydrate intake. The patient's spouse woke up at midnight and found the patient unconscious. Spouse felt patient's shirt, it was soaking wet. Spouse gave the patient a glucagon shot and when patient regained consciousness, spouse gave the patient sugar. Spouse tested patient's blood sugar and the result was 40 mg/dl. No medical attention was required. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient did performed two control solution tests, which failed. Based on the information provided, there is evidence of meter malfunction because of the failed control solution tests. There is however, no evidence of the meter contributing to a serious injury. At the time of the doctor's office visit; the patient was already at the physician's. No symptoms were reported at that time. In the evening, there was a 2 and 1/2 hour time difference between the results; the patient's blood sugar could have dropped during that time. A replacement meter has been sent to the patient.